Event description:
The left procedure failed and now there is no trace of ensure coil what so ever. Was told by dr (B)(6) ob/gyn of (B)(6), that he would have to get in contact with MFR for a replacement. The device on the other hand has attached itself to my uterus wall and now I am experiencing severe abdominal pains. I am currently being told that an authorization is in process for a replacement.